Event description:
It was reported that before use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip the consumer was not able to depress the plunger after the medication was drawn into the syringe. There were three occurrences.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed due to unknown lot number.

Manufacturer narrative:
There are multiple bd locations where this bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip the consumer was not able to depress the plunger after the medication was drawn into the syringe. There were three occurrences.